Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mdt-tps-delsys serial: unknown d9: no this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety of leadless pacemaker insertion in nonagenarians. Journal of innovations in cardiac rhythm management. 20 25. 16(5):6272¿6277. Doi: 10.19102/icrm.2025.16053 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation in nonagenarians. The national readmission database was queried for patients who underwent leadless ipg implantation. Patients aged greater than 90 years were included in the nonagenarian group and were compared to patients aged less than 90 years. The authors described patient deaths in both age groups; however, the causes of death were unknown and defined as in-hospital mortality. There were patients who experienced post-proceduralpneumothorax, hemothorax, acute kidney injury, cardiac arrest, cardiogenic shock, or stroke. Other complications included pericardial complications, infection, and unknown mechanical device issues. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.